Manufacturer narrative:
Vyaire file identification: (B)(6). The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. However, the customer placed an order and part will be shipped. No further customer activity has occurred. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that immediately when the vela ventilator was powered on, motor fault and eeprom write failure alarms were triggered during the extended self test/user verification test. There was no patient involved in this reported event.